Event description:
This pt underwent a bilateral subcutaneous mastectomy in 1979 followed by reconstruction using gel implants. The MFR is unknown to this reporting facility as they were not implanted here. She recently developed many systemic complaints and concerns about implant fatigue. At the time of surgery, both implants appeared to be grossly ruptured. The right implant was seen to have several large tears and the backing appeared to have been separated from the shell itself.